Event description:
Report received from USA stating that the device was making loud noise. It is known that the event did not occur during surgery. However, it is not known if there was any patient or user injury or medical intervention reported related to this occurrence. No additional information is available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).